Event description:
Event description boston scientific received information that the patient with this pacemaker has carotid hypersensitivity syndrome and experienced a syncopal episode while in his physician's office. The physician checked the patient's pulse which was 30 beats per minute. A boston scientific field representative came to the physician's office for device evaluation and normal device function was observed. However, the decision was made to explant the pacemaker as it is included within a subset of devices affected by a recent physician notification regarding a hermetic sealing component in the device header.